Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the circulation pump failed during stk. Pm performed. The initial reporter's phone number that is provided is (B)(6). DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the as per the sample evaluation results received via mail on 05dec2024, level sensor was sulfated. The circulation pump failed during stk.

Event description:
It was reported that the as per the sample evaluation results received via mail on (B)(6)2024, level sensor was sulfated. The circulation pump failed during stk.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full phone number provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.